Event description:
It was reported that the bd nexiva¿ closed IV catheter system kinked under the skin after inserting it, while another bent on insertion. The following information was provided by the initial reporter: "one issue - cannula felt kinked under the skin post insertion; other appeared to bend on insertion. Batch removed."

Manufacturer narrative:
The reported lot# 2223262 was not found for the reported catalog# 383511. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system kinked under the skin after inserting it, while another bent on insertion. The following information was provided by the initial reporter: "one issue - cannula felt kinked under the skin post insertion; other appeared to bend on insertion. Batch removed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 05-jan-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 24ga x 0.75in. Nexiva unit. Through the visual inspection, the catheter was slightly bent. The reported issue was confirmed. The needle and needle cover were not returned with the catheter for investigation. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing this may occur if there is gripper misalignment or a misfeed of the cannula that may cause the needle to be bent, also bending the catheter. In process controls, work instructions, set up and penetration sampling, and operator training on machine setup are all in place to mitigate the occurrence of this defect. It is also possible for the clinician to bend the needle during needle cover removal, which may then bend or kink the catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch.